Event description:
During a routine annual survey conducted by 4web patient specific implants team, a surgeon reported that a revision was conducted to explant a custom implant. The initial surgery was conducted on (B)(6) 2024. A revision was conducted on (B)(6) 2025 to prevent further total talus subsidence with injection of synthetic bone substitute. Another revision was performed on (B)(6) 2025 to explant the total talus/total ankle inbone stem and convert to tibiotalocalcaneal (ttc) fusion with a spacer from another manufacturer.

Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved, no manufacturing deficiencies were identified that could have contributed to this event. There is no evidence that the device contributed to the incident.